Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when using on patient." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2024, the doctor found cuff leakage when using on patient." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. The clear cuff was observed under magnification and a pin hole was found on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test, along with inflation and deflation testing conducted at the manufacturing facility whereby any leakage would be detected prior to release.